Event description:
As reported, during use of a 3mm x 30cm saber percutaneous transluminal angioplasty (pta) balloon catheter, the balloon would not stay inflated and would not hold pressure. A new 3mm x 30cm saber pta balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during angioplasty of the posterior tibial (pt) artery. There was no evidence that the balloon was caught up on any calcium or plaque. The device was stored and prepped per the instructions for use (IFU). Additional information is not available. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during use of a 3mm x 30cm saber percutaneous transluminal angioplasty (pta) balloon catheter, the balloon would not stay inflated and would not hold pressure. A new 3mm x 30cm saber pta balloon catheter was used as a replacement to complete the procedure. There were no reported injuries to the patient. This was during angioplasty of the posterior tibial (pt) artery. There was no evidence that the balloon was caught up on any calcium or plaque. The device was stored and prepped per the instructions for use (IFU). Additional information is not available. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 82302069 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon leakage during positive pressure" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event according to the warnings in the safety information in the instructions for use, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. Use of a pressure monitoring device is recommended to prevent over-pressurization. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.